Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon was deflated this was noted during the ultrasonic check of the bladder immediately after catheter insertion. Each catheter was replaced without problems. The removed catheters were visually checked and a perforated balloon was noted on each. There was no patient injury.

Manufacturer narrative:
(B)(4). Four representative samples were returned for investigation. Based on the reported failure, the balloon was difficult to inflate. This phenomenon is known as non-inflation and could be due to several reasons such as leak balloon, faulty valve, faulty syringe, improper syringe insertion or blocked lumen or funnel. On different case, the balloon was claimed to deflate immediately after catheter insertion. This phenomenon is known as leak balloon. Leak balloon could be due to several reasons such as being in contact with sharp or pointed objects or exposure to encrustation which causes leak to the balloon. This will cause balloon not able to stay inflated. Investigation was performed on all the representative samples by inflating the balloon using 1.5m1 of air. After 20 minutes, all the samples could stay inflate with no issue. The catheter was also observed to have no issue during deflation. The samples were then inflated with 1.5m1 of water using a luer tip syringe and it was observed that the balloons are able to inflate another remained inflated when left idle for 20 minutes to its required size and shape without any issue in our other remarks: current standard operating procedure, the raw balloons are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process, upon completion of assembly process, the finished catheter will be again subjected to 100% balloon and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Balloon could not be inflated could be due to several reasons. However, any non-inflation issue could not be found in the returned sample. Therefore, this complaint could not be confirmed. Leak balloon could happen due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed. The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection.

Event description:
It was reported that the balloon was deflated this was noted during the ultrasonic check of the bladder immediately after catheter insertion. Each catheter was replaced without problems. The removed catheters were visually checked and a perforated balloon was noted on each. There was no patient injury.